Event description:
Olympus was informed that during a therapeutic bladder biopsy procedure, it was observed that the energy was incorrectly dispersed resulting in a bladder perforation; however, no fault code was noted. An obturation nerve reflux was also observed. The energy current parameters were set to cut at 180 watts and to coagulate at 100 watts. The perforation was cauterized and a foley catheter was inserted into the bladder to provide continuous urinary drainage. In addition, the intended procedure was completed with the same device. The patient was reported to be stable and oriented but was admitted to the hospital for observation.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, a supplemental report will be submitted.